Event description:
It was reported that multiple cartridges would not fully snap into the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.